Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 5 atmospheres the balloon ruptured. The device was removed without any problem and the procedure was completed a the different device. There were no patient's complications nor injuries reported and the patient's status was good.